Manufacturer narrative:
A field service engineer (fse) went to the customer site on 09feb2026 and completed a touchscreen calibration which did not resolve the touchscreen issue. The fse replaced the user interface (ui) assembly w/ nav-ring to resolve the issue. Following the part replacement the fse completed a performance verification test (pvt) which the device passed. The device was then returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding to commands. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the touchscreen issue and the rse advised that the customer replace the user interface (ui) assembly with navigation ring (nav-ring). This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).